Event description:
On (B)(6) 2010, pt reported that over the past 2 years, her blood glucose has been as elevated as 800 mg/dl. Pt reported she feels the infusion device is not delivering accurately. Pt stated her blood glucose has never been stable or had a normal blood glucose range. Pt reported she doesn't eat a lot due to her blood glucose over the last 2 years. Pt reported her infusion adapter and battery cover have never been changed. Reviewed user spec. Pt stated she has had occlusion errors over the last 2 years; no details were provided. Pt reported reusing insulin cartridges in the past. Reviewed infusion site rotation. Pt stated she has not been receiving assistance from her medical professional; offered to submit request for add'l training. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for eval.